Event description:
A customer contacted beckman coulter inc. (Bci) regarding false positive rf results generated by the unicel dxc 600 pro synchron chemistry analyzer. The results provided by the customer are shown. The results were not reported outside of the laboratory. There was no affect to patient treatment with regard to this event.

Manufacturer narrative:
The customer was provided with a new kit of rf reagent and this resolved the issue.